Event description:
The customer stated that the celldyn emerald generated a hemoglobin (hgb) result of 4.1 g/dl. The sample was sent to a reference lab which generated a result of 10.4 g/dl. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The low hemoglobin result generated on a patient sample occurred during the time frame that the cell-dyn emerald was requiring service and the qc was out of range. Per product labeling, qc results must be within the control assay ranges before running patient samples. The counting chamber without aperture was replaced which resolved the issue. Customer complaint data was reviewed and no issues were identified. The cell-dyn emerald system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.